Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that insulin was leaking past the o-rings. The customer was experiencing unexplained high blood glucose of 531 mg/dl. The customer also mentioned that there are leaks in the tubing. The customer changed the reservoir while calling. Advised the customer to call back if further assistance is needed. No additional information was provided.